Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2018. The customer reported that she had high blood glucose levels of 32 mmol/l at the time of hospitalization. The customer reported that the symptoms related to high blood glucose included vomiting and was not feeling well. It was reported that the customer kept bolusing for blood glucose but her blood glucose was kept going higher and higher. It was reported that the reason of hospitalization was high diabetic ketoacidosis (dka). The customer was treated with fluids and insulin by IV drip. It was reported that the customer was dehydrated. It was stated that the customer was discharged on saturday morning and started to vomit again and was brought back to the hospital on saturday afternoon. The customer was then discharged on sunday morning and the recent high blood glucose event began on friday. It was reported that the infusion set was changed three days earlier. The customer stated that she changed the whole infusion set the day when she noticed that the bolus was not working fine. The customer reported that the cannula was not bent. Initially, the customer called to inform that she had high blood glucose since the past week and was not feeling well on friday and had a high blood glucose. The customer further stated that she was admitted to the hospital and was released on saturday morning. It was reported that the customer had high blood glucose levels 21.4 mmol/l. The customer's current blood glucose level was 10.3 mmol/l. The customer stated that she has been using insulin pump system within 48 hours of reported high bg event. Troubleshooting was performed. There were no leaks. It was reported that the customer noticed an air bubble during the troubleshooting. There were no site or insulin issues. The device settings were correct. The high pressure test was not performed due to customer not having tubing clamp. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.